Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. (B)(4).

Event description:
Right hip revision of acetabular components on a (B)(6) primary hip due to loosening of acetabular shell. Surgeon replaced shell, liner and head. Stem remained and was well fixed.

Manufacturer narrative:
An event regarding loosening involving a securfit shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for evaluation. -medical records received and evaluation: insufficient patient medical records were provided for review. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because insufficient patient medical records were provided for review and the device was not returned for evaluation. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Right hip revision of acetabular components on a 15-20 year old primary hip due to loosening of acetabular shell. Surgeon replaced shell, liner and head. Stem remained and was well fixed.